Event description:
It was reported that the patient was experiencing pain and discomfort. It was also stated that the patient was having difficulty charging the ipg. The patient underwent a procedure wherein the ipg was repositioned and was doing well postoperatively.